Event description:
The customer reported that the unit was showing a red x and was not recognizing the battery on the b side.

Manufacturer narrative:
The customer reported that the unit was showing a red x and was not recognizing the battery on the b side. A phillips field service engineer evaluated the unit at the customer site and duplicated the problem. Replacing both the power and the battery pcas resolved the issue.